Manufacturer narrative:
Manufacturing records were unable to be reviewed due to no lot number being provided by the customer. No patient specific identification was reported. The device was not returned for evaluation because it was discarded by the hospital. Based on the reported event information, operational context and patient anatomy may have contributed to the event. Coronary sinus injuries are identified as a potential complication in the IFU. Edwards has reviewed similar reports and has found the root cause is typically related to a combination of vessel size, tissue fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. In this case, the patient was noted to be older with friable tissue. If new information is received, a supplemental report will be filed. The instructions for use (IFU) and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a coronary sinus injury occurred during the use of a peripheral retrograde cardioplegia device. When the surgeon manipulated the heart by lifting it, the injury, a posterior perforation, resulted. The surgeon was able to use the already initiated minimally invasive access to repair the perforation. Requiring no change in operative strategy, the device was used successfully throughout most of the case. The patient was described by the anesthesiologist as an older patient with friable tissue. The exact date of the incident was unknown, but it reportedly occurred in (B)(6) 2015.